Event description:
Health professional reports: on (B)(6) 2009, coumadin clinic hemochron signature plus / pt test cuvette system inr result 4.3, lab hemochron signature plus / citrate pt test cuvette system inr result 2.8. On (B)(6) 2009, coumadin clinic hemochron signature plus / pt test cuvette system inr result 4.2, lab hemochron signature plus / citrate pt test cuvette system inr result 3.4. Patient therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). Customer indicates they will not be returning the system for manufacturer evaluation. No product returned from user facility. Manufacturer results - customer complaint could not be confirmed.